Manufacturer narrative:
The suspect probe has not yet been returned to neuwave medical. A review of the system logs indicated that the probe was tested and placed in the patient. Error messages related to temperature measurement occurred. These errors are consistent with the probe breaking, which can cause damage to the thermocouples, resulting in the error condition. No conclusion can be reached until the probe is returned.

Event description:
Physician placed the probe percutaneously. Probe was placed between two ribs, through cartilage, in an attempt to reach the target lesion. During probe placement, the physician felt a reduction in the normal resistance felt when advance probes. Physician deduced that the probe had bent or broken. Physician attempted to remove the probe, but was required to make a small incision in the patient to facilitate the removal of the probe. No patient injury was reported. Ablation procedure was canceled but completed on another date without complications.